Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited oversensing and loss of capture (loc) on this left ventricular (lv) lead. Additional information was received that this was explanted due to therapy upgrade. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited oversensing and loss of capture (loc) on this left ventricular (lv) lead. No adverse patient effects were reported. At this time, this device system remains in service.